Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump seemed to shut down. On the display only the battery and alert appeared and she was unable to clear out the screen. Customer's blood glucose level was not reported. The customer was unable to complete the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. No blank display noted. However, the insulin pump was received with cracked case at display window corner and cracked battery tube threads.